Manufacturer narrative:
Analysis of the log files from the AED showed the AED is functioning as designed. Troubleshooting of the AED with the customer identified that the cause for the AED having expired pads was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
During troubleshooting of an AED for a serivce call, it was found that the customer had pads which expired on 12/2016. It was reported that this did not occur during patient use.